Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had a fall on their left side on sunday, (B)(6) 2022 where they broke their left arm. The patient stated during this time, as they weren't able to move that arm,they weren't able to use their handset and communicator to connect to see their settings. The patient stated that now that they've been able to use that arm again, they tried to connect using the handset and communicator however they weren't able to connect. The patient stated at the time, the equipment hadn't been fully charged so they wanted to try to connect again today now that their equipment was fully charged. The patient had called because they were wondering if the fall could have damaged or hurt their implanted system. The patient stated their symptoms were still being helped, that they were "about as regular" as they had been before, however they did notice some constipation but attributed that to their not eating very well in the last couple of weeks. The patient stated that their implant was on their left side and that when they fell and broke their arm, their whole left side was "all bruised." The patient stated after that first week since they broke their arm, they "took a little fall" again on a friday ((B)(6) 2022) and commented on the call that they noticed their implant was sticking out further now than it did before, that it was "more of a bump out." The patient stated they didn't notice if the implant sticking out more occurred after the first or the second fall. Patient services redirected the patient to their health care provider (hcp) to check the implanted system and potentially have some imaging done however offered to help the patient try to connect on the call now that their equipment was fully charged. The patient was unable to figure out how to place their personal phone on speaker phone at the time of the call so with their broken arm, they stated they wouldn't be able to try to connect at this time. The patient stated they would make an appointment with their hcp to check the implanted device but noted they may call back later for assistance in troubleshooting their communication issue. Additional information was received from the patient (pt). The reason for call was pt repeated a lot of the same information as previously. Pt stated since the fall they haven't been feeling stimulation and are concerned they damaged the device from the fall. Pt confirmed still having a 50% reduction in symptoms but then stated last night was an exception to the rule and was up a lot peeing at night. Pt states the doctor gave them lasix medication and they are concerned this is making their symptoms worse. Pt inquired if this could be effecting their symptoms. Pt also mentioned that the wire on their spine is out further than before. This was previously listed as the ins poking out further vs the wire. Pt stated they noticed this maybe a week or so after their fall which was on (B)(6) 2022. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history. This included patient having a reaction to oxycodone where they were completely out of it. Pt also mentioned not eating and hurting all over after the fall.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 978b128, lot# va2dws1, implanted: (B)(6) 2021, product type: lead, ubd: 08-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said they don't think they did any damaged when then fell but they are not getting a lot of success with the device. Patient said they still get diarrhea. Patient said they get up 3 times a night instead of 6-8 times a night, this is the one thing the device helped with. Patient said they haven't taken any step to resolve the issue. Patient hasn't see a hcp yet and said it doesn't do any good to see a hcp because they will tell the patient the same things they have said for years.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va2dws1. Implanted: (B)(6) 2021. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.